Manufacturer narrative:
Additional information: section h - evaluation method codes. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4). H3 other text : device not returned.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the balloon membrane was found to be unfurled when removed from the t-handle. This caused insertion of the iab to become difficult. A new iab was inserted and therapy was started successfully. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the balloon membrane was found to be unfurled when removed from the t-handle. This caused insertion of the iab to become difficult. A new iab was inserted and therapy was started successfully. There was no reported injury to the patient.